Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.